Event description:
It was reported that a 78-year-old patient had died on (B)(6) 2022 from respiratory arrest six days post-implant of the inspire device. The implanting physician stated that the patient experienced a hematoma and consequent airway obstruction related to anticoagulation therapy. The patient was taking anticoagulants because he had a mechanical heart valve. The patient also had an implanted pacemaker/defibrillator. Anti-coagulation meds were discontinued prior to the implant surgery, and after being held overnight, the patient restarted anticoagulants before discharge. The inspire device was never activated, as activation occurs approximately 1 month post implant. The patient was implanted on (B)(6) 2022. No adverse events occurred during the procedure, and none were reported following the procedure until 6 days later when the patient presented at the ER. A family member of the patient reported that they had contacted the patient on (B)(6) 2022 and that the patient was doing ok. On (B)(6) 2022 the patient arrived in the ER. ER records indicated the patient was lethargic and confused upon arrival and presented with bleeding and swelling and with an o2 saturation of 95%. It is unclear from the records received to date if the bleeding and swelling was related to the neck incision or the chest incision. X-ray images for a pneumothorax were taken and results were negative. The ER team attempted to intubate the patient but were unsuccessful due to a difficult airway. The ER team then attempted a percutaneous tracheotomy but were unsuccessful to get technical air. A sleep physician, and partner to the implanting ent surgeon, arrived at the ER and established the airway, and the ER team continued with chest compressions but discontinued CPR after 30 minutes of trying to revive the patient. The sleep physician who established the airway did not notice significant swelling of the neck but did notice a hematoma on the chest wall. Investigation into this event continues.